Manufacturer narrative:
Device was used for treatment, not diagnosis. Karches c., friedl w. (2002) secondary dislocation after synex cage implantation. Unfallchirurg· 105:744-747. This report is for unknown synex cage/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; karches c., friedl w. (2002) secondary dislocation after synex cage implantation. Unfallchirurg 105:744-747. The authors describe four cases of dislocation of the synex-cage. For the ventral instrumentation of spine fractures these patients were treated with titanium-cages (synex, synthes), bone cement and cortico-spongious pelvis bone. Case 3: (B)(6) female patient complained about therapy-resistant back pain. An l-3 fracture presented radiologically. The patient was admitted for surgical treatment following the increase in sintering of the vertebral body and increasing pain. A synex cage was used via a left retroperitoneal approach. After mobilisation, the x-ray checks revealed that the cage was sinking into l4. Mobilization was reduced and treatment was carried on conservatively. Radiological reports remained unchanged. This report refers to case 3: sinking of cage into l4. This is report 3 of 4 for (B)(4). This report is for an unknown synex cage.